Event description:
There is a distinct change in the configuration of the lead at the anode, when compared with fluoroscopy performed on 3/28/95. This was interpreted as a lead fracture. As well, when multiple images are viewed sequentially, the electrode portion of the lead and the remainder appear to move in a "disjointed" manner in relation to the heartbeat. No decision as yet regarding explanation, partially due to the pt's age.